Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 21-june-2024, it was reported by the patient that tape not sticking on infusion set. Infusion set was used for 1 day. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: spain.